Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a separation of the silastic sleeve from the metal connector of the driveline was confirmed. The patient remains ongoing on (B)(4) and no related issues have been reported at this time. The heartmate ii lvas IFU and patient handbook explain how to care for the driveline. They also address damage due to wear and fatigue of the driveline. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the silastic was separating from the driveline. A clamshell repair was performed on (B)(6) 2019 with no issues. No further information was provided.